Manufacturer narrative:
Software version 4.11j. Retainer ring black. On nov 26, 2021 the device was returned due to customer allegation to device over delivering causing low blood glucose. The device passed all functional testing including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the device history on the event date of nov 26, 2021 found bolus deliveries of 3.25 unit at 00:00:16.000, 0.05 unit at 00:11:23.000, 0.225 unit at 00:16:29.000, 0.15 unit at 00:21:26.000, 0.1 unit at 01:06:28.000, 0.175 unit at 02:01:33.000, 0.125 unit at 03:01:34.000, 0.025 unit at 04:01:31.000, 0.025 unit at 05:01:31.000, 0.075 unit at 06:06:24.000, 0.05 unit at 07:01:29.000 0.15 at 08:01:35.000, 0.075 unit at 09:01:34.000, 5.45 unit at 10:00:00.000, 0.25 unit at 12:01:33.000, 5.475 unit at 13:08:18.000, 0.075 unit at 15:21:29.000, 0.125 unit at 16:01:37.000, 0.075unit at 18:11:24.000, 0.1 unit at 19:01:28.000, 3.4 unit at 20:03:18.000, .05 unit at 21:06:33.000, 0.025 unit at 22:06:20.000, 0.025 unit at 23:01:21.000 and 0.075 unit at 23:31:31.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ device was received with scratched case, pillowing keypad overlay, label damage, cracked case(battery tube), and cracked case-corner of belt clip rails. In summary, customer allegation for device over delivering not confirmed during full functional testing. Unable to verify customer alleged for low blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 0.4 mmol/l at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. The device will be returned for analysis.